Event description:
It was reported that the patient experienced cardiac tamponade. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (paf) a farawave catheter was used. Ablation had been completed with the farawave catheter, but during post-mapping a cardiac tamponade occurred when the non-boston scientific catheter in the right ventricle (rv) was removed. The cardiac tamponade originated from the rv. Pericardial drainage was performed on the patient for the cardiac tamponade. The procedure was completed. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.